Event description:
The reporter states that the customer felt hypoglycemic and obtained a blood glucose result of 377mg/dl on the accu-chek advantage system. He was given sliding scale insulin by his son based on 377mg/dl result. His blood glucose was 27mg/dl on the professional meter within 5 minutes of the 377mg/dl result. The paramedics treated the customer with sugar in a gel form and intravenous therapy with unk contents. The customer was transported to the hosp and felt better after treatment. He was given food and sugar at the hosp. New system sent and return requested.